Event description:
It was reported that following a foot/calf surgery a pain pump had been placed on the pt for post operative pain management. Following the procedure, the pt began to exhibit signs of an infection, which included red-splotchiness and a low-grade fever. The pt's hospital stay was extended and antibiotics were given. No info is available as to model number of the pump used or the settings for the pump. The pt has since healed and has no other complications.

Manufacturer narrative:
The pump that had been placed on the pt was expired and included within the scope of a voluntary recall which the account had been notified of and had responded that all recalled units were destroyed or were no longer available.